Event description:
The customer reported to olympus, the evis exera iii video system center had e216 error and b30 error with all scopes and loaner clv-190. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. The customer explained that they just got a loaner clv for this same issue. They have been getting scope communication errors and the clv swap has not resolved the issue. Tac had the customer unplug and reseat the data/light source cables. This allowed the error to clear. The device asked for white balance and would give an e216 error immediately. Tac told the customer the cv-190 or data cables may be the issue. This was the only set-up the customer had, so swapping cables or video processor was not an option. The customer informed tac they will be ordering data and light source cables. The customer was also warm transferred to repairs for a loaner cv-190. Tac did further troubleshooting upon receipt of the loaner clv. The clv was not the issue. The customer's allegation of the e216 error and b30 error could not be confirmed as no product was returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that b30 was displayed due to failed communications with the scope resulting from water intrusion inside the device being used. The olympus technical assistance representative found a broken leak tester cable introducing water into the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.